Event description:
The customer received questionable intact human chorionic gonadotropin + the b-subunit (hcg+b) results for one patient sample. The initial result was 1043 miu/ml and was reported outside the laboratory. The physician called to question the result as the patient was having a miscarriage and the physician did not believe the result should be so high. The repeat result was 721.6 miu/ml. The repeat result from a siemens immulite analyzer was 363 miu/ml and was believed to be correct. The patient was not adversely affected. The reagent lot number was 18318303 with an expiration date of 05/31/2016. The field service representative found there was a dirty measuring cell and performed a liquid flow cleaning. He ran performance testing and all results were good.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).